Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that pump speaker was not annunciating audible tones. Customer's blood glucose ranged from 194 to over 200 mg/dl. Reportedly, customer will continue to use pump for insulin therapy.